Manufacturer narrative:
This 1 of 2 reports. Although the DHR could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated the patient anatomy was very tortuous and no resistance encountered during the procedure. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned, a cause of 'undeterminable' shall be assigned to the as reported events. Device is not available to manufacturer.

Event description:
Analysis of the catheter returned concluded that the metal parts that seem to be part of the product comes out when it was bent was not from the catheter. Based on the analysis and investigation, the metal parts might have been the parts of a retriever (subject device) that broke during the procedure with an awareness date of (B)(6) 2020. No clinical consequences were reported to the patient due to this event.